Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The subject device is not available for evaluation as it remains implanted in the patient. A device history record (DHR) review was performed, unable to be performed as no s/n was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the literature article, "antithrombotic therapy selection and association with clinical outcomes following valve-in-valve transcatheter aortic valve replacement" (B)(6) 2025 in catheterization and cardiovascular interventions journal by authors john d'angelo, m.d., hiroki ueyama, m.d., krishan patel, m.d., et al. It was learned that 40 patients with edwards aortic valves underwent valve-in-valve procedures after an unknown implant duration due to degeneration. The procedures were performed with various tavr valves.